Event description:
There has been a gradual increase in the number of electrodes affected by high impedance. Subjectively the performance is fine with 7 electrodes and the user can compensate well with the right side. However, speech testing performed on the (B)(6) 2022 would show a decrease in hearing thresholds compared to the previous testing on (B)(6) 2022. The user will be seen on the (B)(6) 2022.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
There has been a gradual increase in the number of electrodes affected by high impedance. CT imaging showed no abnormalities and no specific disease. The user was re-implanted on the (B)(6) 2023.